Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 similar events reported. Related complaints created for skin reactions (B)(4) (redness on the arm visible, not reportable) and (B)(4) (discoloration visible on the arm, reportable).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, redness, dry skin, scar, drainage, and infection, underneath wearable pod area only. According to the patient they developed an allergy to the wearable. It was reported that on the same day the patient puts on the wearable it becomes itchy, and after more or less 2 days, there is discharge visible. When the wearable is removed wounds are visible, and skin tearing occurs. The patient normally puts a bandage due to the discharge and will still experience itching after the wearable is removed. When the wound becomes dry the skin peels off, and after a week the skin is still red/pink, which over the course turns white. The white spots from where the wearable not gone away and the patient still has white spots from wearables removed months ago. The patient was not able to provide any specific dates. At times the patient would have taken an allergy tablet for the skin reaction, but there was no name of the medication known. A photograph was provided for investigation. The allegation of discoloration and a slight scar without raised edges was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.